Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through testing. It was found that the downstream occlusion(dso) seal was torn. The dso seal was replaced.

Event description:
It was reported that a false downstream occlusion alarm was given. The event occurred during self-test.